Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise. Programming changes were completed. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.